Manufacturer narrative:
A follow up report will be filed once the quality investigation is complete. Device not returned to manufacturer.

Event description:
It was reported via (B)(4), that during an anterior total hip procedure, the blade broke at the cutting end. It was also reported that there were no adverse consequences and no delays as a result of this event. It was further reported that the procedure was completed successfully.

Manufacturer narrative:
The quality investigation is complete.

Event description:
It was reported via medwatch report (B)(4), that during an anterior total hip procedure, the blade broke at the cutting end. It was also reported that there were no adverse consequences and no delays as a result of this event. It was further reported that the procedure was completed successfully.